Event description:
It was reported that upon reviewing the remote transmission, the battery voltage and charge time were not visible on the transmission. The patient was able to retransmit, and the second transmission displayed the necessary information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5071 implantable pacing lead - (B)(6) 2006; 4068 x2 implantable pacing leads - (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.